Event description:
It was reported the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. The issue occurred during preparation for use for a diagnostic, cystoscopy procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cleaned, disinfected, sterilized) of the instrument or during the last procedure. The damaged seal and the perforated tube body is most likely due to wear and tear. The most probable cause of the damaged black cap is also wear and tear. Olympus will continue to monitor field performance for this device.